Event description:
Strattice was used in a bilateral breast reconstruction procedure on (B)(6) 2012. After the drains were removed, the patient developed pain in the right breast, fever, and an elevated white blood cell count, which might be indicative of an infection. The surgeon reoperated to remove the strattice. There was a small amount of seropurulent fluid in pocket. The same lot of strattice was used in both breasts. There were no complications in the other breast.

Event description:
Strattice was used in a bilateral breast reconstruction procedure on (B)(6) 2012. After the drains were removed, the patient developed pain in the right breast, fever, and an elevated white blood cell count, which might be indicative of an infection. The surgeon reoperated to remove the strattice. There was a small amount of seropurulent fluid in pocket. The same lot of strattice was used in both breasts. There were no complications in the other breast.

Manufacturer narrative:
Additional information regarding this event was received from the sales territory manager on (B)(4) 12. The drains were removed on (B)(6) 2012. Less than 20 cc of fluid was collected over the previous four days. The patient developed symptoms on the evening of (B)(6) 2012; she reported chills and fever approximately 8 hours after leaving the doctor's office. She went to the emergency room on (B)(6) 2012. At 4:45 pm on (B)(6) 2012, the patient called the doctor from the hospital reporting pain and fever. No cultures were performed. It was reported that the doctor made it clear that he does not believe that the device was related to the complication. Device not returned.

Manufacturer narrative:
Method of evaluation: review of device history records for lot s11100. Query of the lifecell complaint system for any other complaints reported against devices distributed from lot s11100. Results of evaluation: review of device history records for the complaint-related lot resulted in no remarkable findings. Processing records indicate that the lot was sterilized within process parameters. The lot met all qc release criteria, including bacterial endotoxin. As of (B)(4) 2012, there was one other clinical complaint reported to lifecell against this lot, for inflammatory response. (B)(4). Conclusion: device not returned. Based on internal investigation into complaint-related lot s11100, the device met qc criteria at the time of release. Lifecell is reporting this as a serious injury; the suspicion of infection led to an additional surgical procedure to explant the device. Lifecell has been unable to obtain further information concerning the event. With limited information reported, the relationship between the device and the event is unknown. Device not returned.